Event description:
It was reported that suture placement in the right common femoral artery was done with two prostyle devices using the pre-close technique via an 8f sheath hole prior to an interventional endovascular abdominal aortic aneurysm (aaa) repair procedure. The sheath was up-sized to an 18f sheath and the aaa repair procedure was completed. Reportedly, post procedure, one of the prostyle sutures broke while advancing the knot with the knot pusher. There were no reported issues with the remaining prostyle suture; however, manual arterial compression was added to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.